Event description:
The facility representative reported an infuso.r. Pump with a condition of "slide bar is stuck." This condition occurred upon power up in the biomed service department. There was no patient involvement. There was no patient/user injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported problem of an infuso.r. With a "slide bar is stuck" was not confirmed since the device was not evaluated and was returned unrepaired back to the customer. This issue is already being investigated and is described under (B)(4). A device history record review was performed finding no exception, nonconformance, or rework that occurred during the manufacturing of the complaint lot or serial number. A service history review revealed that this device has not been serviced prior to this event.